Manufacturer narrative:
Report source: info obtained from a boston scientific postmarket retrospective study. Device manufacture date: batch number not provided.

Event description:
During a post procedure follow up of a successful implanting of the stent (subject device) in the right middle cerebral artery (mca). The angiogram results showed asymptomatic target lesion restenosis which was treated with revascularization. Asymptomatic new thrombus formation was also noted during this follow-up.